Manufacturer narrative:
Other text : while speaking with a philips representative, the customer was provided with a quote for onsite servicing of the unit. Following the initial call, no further action or follow up was performed by the customer. The quote expired due to inactivity and an evaluation was not performed on the device.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a broken ECG connector. There was no reported patient involvement/adverse patient impact.